Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between heartmate 3 lvas, serial number (B)(4), and the reported events could not be conclusively established through this evaluation. No product is available for investigation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 28jan2021. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 1, ¿introduction,¿ lists bleeding, stroke, and death as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later reported that the brain hemorrhage was not caused due to a high international normalized ratio (inr).

Event description:
It was reported that the patient passed away due to a cerebral bleed. The cause of the bleed was unknown. A computed tomography (CT) scan was made, but nothing was described about arteriovenous malformations. Autopsy was not performed. It was noted that the patient had been on acenocoumarol and ascal.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.